Event description:
It also reported that there was an atrial-ventricular delay that was sometimes higher than the fixed 120 ms programmed without any explanation as to why. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.